Event description:
It was reported that the pump experienced a malfunction. The customer reverted to multiple daily injections (mdi) for insulin therapy. Reportedly, the customer¿s blood glucose (bg) level was 600 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ICU on (B)(6) 2026.